Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders did not drop off of pyxis after orders were discontinued. A technical support specialist (tss) found that the example orders were never discontinued, the message history showed that the enterprise (es) server never received a discontinue message. The tss confirmed that the messages for those orders were the initial new order messages and confirmed the carefusion coordination engine team was unable to view if the messages were received. The customer then confirmed that the issue had not reoccurred and gave permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication orders did not drop off pyxis after the orders were discontinued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.